Event description:
It was reported that cancelled procedure occurred. The target lesion was located in the moderately tortuous and mild calcified abdominal aorta entry. A 8 mm x 40 cm .035 interlock 2d was used for procedure. During the procedure the, it was noted that the coil was stuck inside the catheter middle part. The procedure was not completed due to this event. There were no patient complications as a result of this event.